Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the device implant, it was noted that the right atrial (ra) lead had dislodged. The pocket was reopened, and the lead was repositioned. After repositioning, the device was reconnected to the leads, and it was noted that there was no pacing output. Multiple attempts were made to reconnect the device and restore pacing, however the device still would not pace and the patient experienced a pause with loss of cardac output. The device was subsequently explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.